Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/20/2019. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the status of device return? If the device was shipped for evaluation, provide the tracking.

Event description:
It was reported that the patient underwent a bilateral inguinal hernia repair on (B)(6) 2019 and the absorbable straps were used. At the time of fixing mesh, the pressure was not there while firing the device. The straps simply fall out from the device while firing. Another like device was used to complete the procedure. There were no patient consequences reported.